Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Blood glucose levels were not reported. No troubleshooting was performed as customer did not have batteries in the insulin pump. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.